Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070143. The device was not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient developed an infection due to wound did not heal properly. The patient underwent a revision wherein one lead was explanted. The patient was doing well postoperatively. The explanted lead was kept by the facility.